Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was inserted in the pt in the intensive care unit without incident. After it was in use for 24 hours, the pt was being moved and they noticed that the extension line hub had come apart or "popped off." The clinician noted that the catheter felt "different" during insertion meaning the catheter felt flimsy and not as sturdy. As a result, the catheter was discontinued and removed without incident. It is unk if there was a delay in treatment, no pt death and no pt complications were reported. The pt was unharmed. The clinician stated the moving of the pt had nothing to do with the separation of the hub.